Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A zoll laboratory services contacted zoll to report that a patient developed an irritation under the patches. The patient reported the skin appeared broken with blisters. The patient described the irritation as itchiness. There was no alleged device malfunction contributing to the irritation. The medical outcome is unknown.